Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer programmed an extended bolus and the bolus duration appeared to continue beyond the programmed time frame. There was no adverse impact to customer's blood glucose level. Customer declined to provide further information or undergo troubleshooting.